Manufacturer narrative:
The investigation into this adverse event and suspected device malfunction is still ongoing. Once it has been finalised the conclusion of the investigation will be submitted to FDA as a supplemental report form within 30 days of awareness of the new information.

Event description:
On the 06-february-2020 a veryan clinical sales representative was informed by a clinician from a site in (B)(6) of a suspected stent fracture. The proximal part of the stent was observed to have a possible separation of the stent. The presence of a potential stent fracture was questioned and is currently being investigated by veryan's complaint investigation team. The patient was first implanted with a 6.0 x 80 mm biomimics 3d vascular stent on (B)(6) 2017. The device was implanted to treat stenoses of the middle sfa to femoropopliteal junction. On (B)(6) 2019 angiography revealed an instent re-stenosis in the distal sfa and also revealed a suspected stent fracture. The patient underwent percutaneous intervention including additional stent implantation and percutaneous transluminal angioplasty as well as drug coated balloon treatment. Significantly improved blood flow was reported with successful dilation and stenting of the stenoses post intervention.

Manufacturer narrative:
This MDR supplemental report is related to MDR number 3011632150-2020-00016. As part of the complaint investigation veryan's complaint investigation team looked at the following: information provided by the clinical site on the index procedure. Information provided by the clinical site on the subject's follow-up clinic visits at the 12 and 24 month time points. Angiographic images received from the clinical site and reviewed by veryan investigators. Information provided by the clinical site on the index procedure . The index procedure took place (B)(6) 2017 where a biomimics 3d vascular stent system was used to treat an occlusion in the right distal sfa bordering the popliteal region. The condition of the vessel was described as "arteriosclerotic wall irregularities of the middle and distal sfa with multiple in-series to moderate stenoses in the femoropopliteal junction". Prior to stent deployment at index the target lesion was treated with balloon angioplasty information provided from the reporting site on the subject's follow-up clinic visits at the 12 and 24 month time points. The subject's 12 month follow-up took place on 21-dec-2018 where the middle sfa displayed moderate stenoses and proximally at the stent entrance there was a short stretch high grade stenosis. There were three in-stent balloon angioplasties using 5mm diameter balloons, beginning with dilations of the proximal and distal opening and one final dilation of the entire stent length. The 24-month follow-up took place on (B)(6) 2019. The stent's proximal opening was dilated and was deemed by the site to have fractured so a competitor stent was deployed inside the original biomimics stent. The site described this event as a "high grade in-stent stenosis in the distal sfa with evidence of rupture in the proximal segment" angiographic images received by veryan from the site. The distal two thirds of the biomimics stent post deployment at index procedure appeared to have stretched during the deployment process. At the 12-month follow-up following balloon angioplasty of instent restenosis in the distal third of the device , a slight distortion in the stent pattern can be observed approximately one third of a device length from the proximal margin.this focal distortion was not apparent on the imaging from the index procedure however the resolution of imaging at index was slightly lower. At the 24 month follow-up a focal restenosis was observed at the proximal margin and was treated with balloon angioplasty. The focal stent distortion was magnified and no clear separation of struts is apparent, and it is concluded that the stent is not fractured. Summary : following completion of the complaint investigation the following conclusions were made: some stretching was identified in the distal portion of the stent following deployment at index. At the 12 month follow-up following balloon angioplasty (3 dilations in total) were used to treat a restenosis in the distal portion after which focal distortion of the stent pattern could be seen in the proximal third. At the 24 month follow-up another balloon angioplasty was conducted to treat a restenosis , the focal distortion of the stent pattern was still apparent but there was no clear separation of the stent struts. It can be concluded on this basis that the stent is not fractured. The complaint was categorised as a "distorted stent pattern". It is possible that the distortion in the pattern was caused by a combination of factors such as the restenoses which occurred as well as the multiple ancillary devices that were used to cross the stent post deployment, and at the 12 and 24 month time points. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device.